Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and patient also had another neurostimulator for the same therapy: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the morning of this report the patient¿s hand started shaking really bad. It was reported that the patient checked the ins with a programmer and it showed that both of the patient¿s implants were on and okay. It was stated that the patient had not yet followed up with a healthcare professional to discuss increasing stimulation.